Event description:
It was reported that the pump and catheter were replaced due to a catheter occlusion. The patient had reported lack of efficacy. Following the replacement, the physician reported the patient to be doing well with pain decrease. The device system was used to deliver hydromorphone, clonidine and bupivacaine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).